Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized on (B)(6) 2017 at 1 p.m. Due to diabetic ketoacidosis. The customer was found lying on the floor. Their spouse gave them a manual injection and the emergency medical team was dispatched. The customer¿s blood glucose level at the time of admission was over 588 mg/dl. The customer had symptoms such as nausea and was vomiting. Their current blood glucose level was 211 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. Unit was programmed with test minilink and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 91 mg/dl value properly from glucose meter. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window and case.